Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient called emergency medical services because of difficulty breathing. The patient was in full cardiac arrest when they arrived and was later pronounced dead at the hospital. The device was unable to be interrogated at the morgue. The patient was non-compliant and had not been seen in the office since (B)(6) 2018. The patient was not dependent at the time of the death.

Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The device's functionality was bench tested; telemetry, sensing, pacing, pli, hvli, patient notifier, hv shock and hv impedance were tested. No anomaly was detected. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.